Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.device remained implanted. No surgical intervention performed.

Event description:
It was reported that fluid accumulated in the device pocket. The patient had an allergic reaction to the implanted system. The lead remained implanted.